Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: b5: update. D4: added to complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in china as follows: this report is being filed after the review of the following journal article: mingjian, x. Et al (2017), surgical techniques and effectiveness of volar locking plates for senile delayed distal radius fracture, chinese journal of reparative and reconstructive surgery, vol. 31 (7), pages 785-789 (china).

Manufacturer narrative:
This report is for an unknown locking screws/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: mingjian, x. Et al (2017), surgical techniques and effectiveness of volar locking plates for senile delayed distal radius fracture, chinese journal of reparative and reconstructive surgery, vol. 31 (7), pages 785-789 (china). The aim of this study is to investigate the surgical technique and effectiveness of volar locking plates for senile delayed distal radius fractures. Between october 2014 to september 2015, a total of 25 patients (3 male and 22 female) with an average age of 73 years were included in study. Surgery was performed using volar locking plate (manufactured by johnson & johnson). The patients were followed up 1-1.5 years (mean, 1.3 years). The following complications were reported as follows: all patients had displacement of articular surface of less than 1 mm. 2 patients had fair result according to gartland and werley scoring system. 2 patients had poor result according to gartland and werley scoring system. The fracture was found unstable in 5 cases during the post op treatment. An (B)(6)-year-old female patient had obvious shortening and radial inclining deformity as showed in fluoroscopy; the volar locking plate slightly inclined to the ulnar side on the distal fractured bone fragment and radial inclining existed, though the distance location was suitable. After correcting the shortening and radial inclining deformity, another fluoroscopy was performed showing that mild shortening and radial inclining deformity still existed. The screw for securing the sliding slot was slightly loosened to correct the deformity, and then another screw was used to fix the screw hole at the distal end of the sliding slot. A fluoroscopy was performed again, showing that the fracture shortening was corrected, but the radial inclining deformity still existed, and the proximal end of the volar locking plate inclined to the ulnar side of radius shaft. The screw for securing the sliding slot was removed, the distal fractured bone fragment was pushed toward the ulnar side, and at the same time, the proximal end of the volar locking plate was rotated toward the radial side taking the proximal screw of the plate as the center. This report is for unknown synthes locking screws. This is report 3 of 3 for complaint (B)(4). It captures the reported (B)(6)-year-old female patient who had obvious shortening and radial inclining deformity; the screw for securing the sliding slot was slightly loosened.